Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the difficulty flushing introducer cannot be determined since no product was returned and insufficient clinical details were provided.

Event description:
On (B)(6) 2025, a 74-year-old man who had recently undergone coronary artery bypass graft surgery experienced two episodes of cardiac arrest. Evaluation demonstrated electrocardiographic evidence of st-segment elevation myocardial infarction, and the patient was taken to the cardiac catheterization laboratory. During preparation of a new impella device, the peel-away sheath could not be aspirated or flushed. The peel-away sheath was wired and removed, and a new fourteen french by thirteen centimeter peel-away sheath was placed. Due to concern for a potential issue with the pump, the physician elected to replace the impella device with a new pump. No additional patient outcome details were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.